Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an increase in threshold, a decrease in r-wave, and a decrease in impedance was noted. The physician decided not to take any action and monitor the patient by follow-up. The patient is well.